Event description:
A report was received that the patient was explanted due to an infection at the pocket and lead sites. The patient's symptoms included pressure and pain. The physician does not believe the infection was device related. The patient was given oral antibiotics and was reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No anomalies were found. Device evaluation indicated that the leads passed visual tests performed. No anomalies were found. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection at the pocket and lead sites. The patient's symptoms included pressure and pain. The physician does not believe the infection was device related. The patient was given oral antibiotics and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-30, serial # (B)(4), description: st linear lead, 30cm with pre-loaded 0.014 inch stylet.